Manufacturer narrative:
The technician tightened all of the ground straps to resolve the loss of ground issue.

Event description:
The technician found the ground resistance reading was high while performing an electrical safety test during a preventive maintenance service.